Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument was received, and failure analysis found the instrument to have the curved blade broken at the tip of the blade. A piece approximately 0.344" x 0.085" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage.

Manufacturer narrative:
The harmonic ace instrument has not been received a for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure the head of the harmonic ace instrument was broken. It was reported that a fragment fell inside the patient and retrieved during the same procedure. There was not any patient harm or injury reported.

Manufacturer narrative:
Additional information: the procedure was a robotic-assisted liver resection. The fragment fell into the patient during the task of retracting tissue. The surgeon believes this was due to an accident. The fragment was retrieved through the assistant port. The fragment was taken out intact and could be fully assembled with the equipment. No additional surgical procedures or post-operative imaging was performed. The procedure was completed robotically as planned with a backup harmonic ace instrument. There was no injury to the patient. The patient has not returned to the hospital due to any post-surgical complications related to retaining a foreign object.

Event description:
Refer to h11 for follow-up information.